Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a broken safety clamp seal. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the broken safety clamp seal. No repairs were performed to correct the reported condition as the referenced rental device will stay in baxter inventory at this time. If any additional information is received, a follow-up will be sent.